Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated an inch to the belt line. The patient underwent a pocket revision. The device remains implanted and in service. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient had migrated an inch to the belt line. The patient underwent a pocket revision. The device remains implanted and in service. No further information has been obtained.